Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample containing fluid in the reservoir. The reported condition of no flow was confirmed. Upon receipt, flow was not visually observed at the distal luer. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path. The root cause was determined to be micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Event description:
Baxter (B)(4) received a report of an infusor that did not flow during patient therapy. The device was connected to the patient for two days. The device was filled with fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.